Event description:
Boston scientific received information that during a lead revision of another lead, this right atrial lead was noted to have dislodged to the base of the atrium at some point as seen under fluoroscopy. The physician elected to explant and replace this ra lead. No adverse patient effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at 34.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further analysis showed abrasion marks at the proximal part of the lead, as a result of friction between the lead body and the generator housing, as well as at the distal part, most likely due to interaction with a partner lead. The lead's distal part was found bended and partly pulled out from the ring electrode. This finding resulted most likely during surgery. The analysis did not reveal any sign of a material or manufacturing problem.